Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak at the connector was confirmed and the cause appeared to be supplier related. One 20g miniloc infusion set was returned for investigation. A functional test of the device revealed fluid leaking from between the distal end of the connector and the extension set tubing. A microscopic examination of the infusion set revealed no adhesive fillet between the distal end of the luer connector and the extension set tubing. Adhesive, however, was observed around the circumference of the luer connector. It appears that the application of adhesive missed its mark. Due to what appeared to be a workmanship issue, the supplier was notified of this complaint. A lot history review (lhr) of asaxs0245 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during handling it was observed saline leakage at cannula connection. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of asaxs0245 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that during handling it was observed saline leakage at cannula connection. No other information was provided.